Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the catheter had a leak. It was observed that there was air coming from the venous branch while aspirating and blood leak on the same (venous) branch when injecting. The catheter was changed and the patient was discharged at home. There was no reported patient injury.